Manufacturer narrative:
The explanted lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. The complete lead was received, severed into two segments. Resistance testing was performed and the segments were electrically continuous. An x-ray of the conductors found no fractures. Abrasion was observed on the outer insulation at about 9 cm from the terminal pin and appeared consistent with lead-on-lead contact. The inner insulation remained intact. Laboratory analysis was not able to confirm the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure. The right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements. The right ventricular (rv) lead had exhibited noise and was suspected to be fractured. After the device was removed and the old leads were extracted, new ra and rv leads were implanted. Then the patient went into cardiac shock. Cardiopulmonary resuscitation (CPR) was performed, without success, and the patient was pronounced deceased. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) found no evidence of hemorrhage or perforation. The explanted products were returned for laboratory analysis. The reported cause of death was listed as pulmonary embolism or myocardial infarction.

Manufacturer narrative:
The explanted lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure. The right atrial (ra) lead had exhibited high, out-of-range pacing impedance measurements. The right ventricular (rv) lead had exhibited noise and was suspected to be fractured. After the device was removed and the old leads were extracted, new ra and rv leads were implanted. Then the patient went into cardiac shock. Cardiopulmonary resuscitation (CPR) was performed, without success, and the patient was pronounced deceased. Transthoracic echocardiography (tte) and transesophageal echocardiography (tee) found no evidence of hemorrhage or perforation. The explanted products were returned for laboratory analysis.